Manufacturer narrative:
The device was not returned for analysis; therefore, a technical analysis could not be performed. Good faith effort attempts were made to try and retrieve the device; however, response was not received. The allegation could not be confirmed. Review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of cause linked to device but unable to trace more specifically.

Event description:
It was reported that during a ureteroscopy procedure to treat kidney stones, the device was in standby mode and positioned off to the side. The team heard a spark and observed that the fiber had split in half. The procedure was completed using an alternate method without any patient complications.

Event description:
It was reported that during a ureteroscopy procedure to treat kidney stones, the device was in standby mode and positioned off to the side. The team heard a spark and observed that the fiber had split in half. The procedure was completed using an alternate method without any patient complications.